Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display was noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 414 mg/dl. The customer's mother stated that the buttons on the pump were not working. The mother stated that the arrows were not working on the pump. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.